Manufacturer narrative:
The complaint device is not being returned, therefore is unavailable for a physical evaluation. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. Therefore, we cannot determine what caused the user to experience the reported event, we cannot discern a root cause for the reported failure mode. Although one possible root cause could be a technique issue pulling the graft too far into the tunnel then flipping. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
The surgeon implanted his 1st rigidloop adjustable implant on the (B)(6) 2015. A couple of weeks after implantation this x-ray was taken showing the rigidloop not sitting on the bone (femoral cortex) surgeon is planning on revising by making a small incision laterally, pulling graft up and then placing a femoral screw to secure graft. This appears to be a technique issue pulling graft too far into tunnel and then flipping. The following additional information was received via email from our affiliate on 8-11-2015; the procedure, acl reconstruction using a hamstring graft, using (B)(4). Expected revision surgery within next couple of weeks, date not yet confirmed yet.